Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial surgery - 2014 concomitant medical products: unk liner, cpt femoral stem # item 00811400010 lot 62480029 unk cup. Foreign source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01671 and 0002648920-2019-00301. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately five years post initial surgery due to frequent dislocations. At the revision, surface of the removed cpt stem partially was worn, peeled and/or damaged. No additional information available.